Event description:
Customer reported an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the high voltage tank, snubber assembly, high voltage regulator, and x-ray tube. System operates as intended. This MDR is related to ge healthcare complaint.